Manufacturer narrative:
Submit date: 2/3/2016.an investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connecting tube. The customer states: the blue grip came off from the tube prior to use on a patient.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. After performing a visual inspection per procedure, the blue connector was found detached. The most likely root cause for the reported condition is lack of solvent. The solvent was dispensed inconsistently on the area where tube connects with the connector. This is due to an occluded solvent injection. The production personnel were notified of the reported issue. A quality alert was posted and functional stress tests will be conducted hourly by production. The optical sensor was replaced to detect the blue connector in the connecting tube assembly. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.